Manufacturer narrative:
Additional manufacturer narrative: report of an aortic valve stenosis after an implant duration of approximately 11 years. The patient was deemed inoperable and evaluated for a transcatheter valve implant within the existing valve (valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to monitor all events.

Event description:
It was reported via clinical affairs that a (B)(6) male patient was diagnosed with aortic stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 11 years. The patient was evaluated and approved for implantation of an edwards transcatheter aortic valve within the existing subject valve (valve in valve). No complications reported.